Manufacturer narrative:
(B)(4) all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol), a model zcb00, 25 diopter was removed (explanted) and a 21 diopter was placed. The original iol was calculated to a target of -.50 od (right eye). Hol ii, ocbd and immersion agreed. Post op with multiple refraction, of -2.50. Because other doctor did the left eye, five (5) years ago and made it +1.25 diopter, the patient had bad anisometropia. Reportedly, the explanted lens from the patient's right eye was originally implanted (B)(6) 2015; the exact date was not provided. The doctor stated that surgical intervention (i.e., enlargement of the incision) was required because the doctor wanted the intraocular lens (iol) intact to recheck power. The doctor has asked that the power be measured during examination of the returned lens. No further information was provided.

Manufacturer narrative:
The manufacturing record review (mrr) was performed. The manufacturing process records were evaluated and showed that the devices in the production order were manufactured within specification requirements. There were no associated deviations or nonconformity reports affecting the product and its functionality. A review of the directions for use (dfu) was performed. The dfu provides guidelines and references for proper diopter calculations and implantation of the intraocular lens. The lens was manufactured according to established specifications and procedures. Product was manufactured and released within specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: lens implant in the patient's left eye was approximately 14 years ago. Additional information was provided by the doctor. In 2001, the patient's right eye (od) was +3.00 +.75x155 (20/25), and the left eye (os) +4.00 +.75x50 (20/40). In (B)(6) 2001, another doctor operated on the patient's left eye, targeted +1.59 diopter, with a non amo lens. One week post op left eye was +1.25. On (B)(6) 2015, this left eye was +2.25. On (B)(6) 2015, the patient underwent lens implant on her right eye. The doctor targeted -.66d, assuming if she drifted hyperopic again, she would be plano or +1.00, both would balance her left eye. Lens implanted was an amo +25.0 zcboo sn: (B)(4). Surgery was uncomplicated. Her refraction on day 3 (-1.50 +.75x5), 1 month (-2.75 +1.50x165), 2 months (-3.50 +1.00x135), 2.5 months & 4 days pre op (-3.25 +1.25x165), stable. On (B)(6) 2015, the doctor re-operated the patient's right eye, enlarged the incision from 2.4 mm to 5 mm to allow extraction of the lens en total. On inspection the iol optic appeared undamaged. A single 10-0 vicryl suture was used to close the incision. Assuming that the original lens was correct and that the surprise was due to an abnormal effective lens position, the doctor compensated and reduced the lens power by targeting +1.78 diopter and inserted a +21.0 diopter zcboo. Surgery went well. Refractions showed much anticipated cylinder early which lessened with time as the suture melted. At day 3 (-1.00 +5.50x170), 2 weeks (plano +3.25x160), 1 month (+.25 +1.25x165), 2 months (+.50 +1.50x170). Per the doctor, the clinical data points to the original lens being stronger than labeled, which resulted in hyperopia. The doctor uses the iol master and holliday ii formula. If implanted; give date: (B)(6) 2015. The intraocular lens (iol) was returned to the manufacturing site for investigation. The sample was inspected at 10x microscope magnification. Surface particles were observed in the lens as the lens was handled and was an explanted lens. The optic zone was observed in good condition and the haptics look positioned. The lens edge was observed a little broken. Manufacturing defects or anomalies were not identified. In line inspection data showed that the lens optical properties were according to specification. Miq (measure/inspect/quality) measurement results were reviewed for the lens and the result found that the lens was within specification. The lens diopter measurement result was 25.1. No anomalies were found during manufacturing. There were no manufacturing issues and there was no indication of a product quality deficiency based on the analysis of the return. The complaint of unexpected postop refraction is a situation related to surgical process therefore cannot be verified. All pertinent information available to abbott medical optics has been submitted.